Event description:
It was reported that the tip of the cutter broke during medical procedure. There was no adverse consequence. No more information will be provided.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Material analysis concluded that the tip breakage of the cutter male nose occurred in ductile overload. The base metal was determined to be a fe-cr alloy consistent with a 400 series stainless steel. Device history records indicate that all devices were manufactured with no reported discrepancies. Complaint history review indicates that there have been no other events for the lot referenced. The root cause is considered to be user misuse as the device fractured in an overload condition. This fracture was most likely due to wear of the cutting edge which caused the user to apply excessive force to the handle when cutting the cable. The excessive force was resisted by the cable causing fracture of the cutting tip. No material or manufacturing defects were observed.

Event description:
It was reported that the tip of the cutter broke during medical prodcedure. There was no adverse consequence. No more information will be provided.